Event description:
Healthcare professional reported left-side "rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported the explanted devices were found to be not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.